Manufacturer narrative:
The sonicare adaptive clean brush head is an accessory to the sonicare power toothbrush.

Event description:
Consumer complained about bristles falling off in their mouth. No injury reported. No medical attention sought.